Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level.